Event description:
The patient loss 18 units of insulin due to the pn breaking off into her belly. Patient said medical attn was not required because, she was able to remove it as a splinter. The pen needles are dull and painful causing bruising. The pen needles bend at the injection site, and the labels had fallen off several of the pns (3 thus far). She does not reuse pen needles and she injects straight in opposed to pinching up.